Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the staple line incomplete? Or did the staple line not deploy any staples? Did the device deliver a complete cutline?

Event description:
It was reported that during a gastric sleeve procedure, all of the staples did not deploy on specimen side of the stomach on his first fire. The procedure was successfully completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55g8m. The analysis found that one plee60a device was returned with no apparent damage with one gst60t cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.